Event description:
Customer reported two incidents of blood leaks with the CT-190g dialyzer (ao2c18x). It was reported that the two incidents occurred in the last week or two, at the start of treatment. Leaks were noted by an audible machine alarm and confirmed by a hemastix test strip. No significant blood loss was noted. Treatments were discontinued and resumed with new disposables and completed without incident. Customer reported that there was no pt injury or medical intervention associated with this incident.